Event description:
It was reported to boston scientific corporation on april 19, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on (B)(6) 2023. During the procedure, the distal part of the axios stent could not be deployed and the guidewire could not be advanced. The device was removed, and a different stent was used to complete the procedure. No patient complications were reported as a result of this event. Note: it was reported that the axios stent was placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
The initial reporter's address 1 is (B)(6). Imdrf device code a150201 captures the reportable event of stent failed to deploy transgastric to jejunum.